Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states has a manual wheelchair and one of the front casters has a crack.